Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistance (gold). Unable to confirm compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown at the time of incident. Customer also stated that the insulin pump had compromised force sensor system alarm. The customer was assisted with troubleshooting. Customer stated that the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.